Event description:
A us distributor returned an electrode belt sn (B)(4) indicating that it could not communicate with a test monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon evaluation, the trunk cable wires were pulled short, pulling the hex crimp ferrule connector from j702 inside the distribution node (dn). The cause of the inability to communicate is the pulled wires. The root cause of the pulled wires cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged cable and wires.